Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and confirmed that the system was unable to boot up. The rse tried turning the transformer breaker off and on, but issue persisted. The fse visited onsite and upon functional testing, the fse found that software was corrupted. To resolve the reported issue, the fse reinstalled the software. After software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.